Manufacturer narrative:
The insulin pump passed the self-test. The unit was monitored, and no unexpected alarms indicating that the serial peripheral interface to motor programmable integrated circuit experienced a communication error occurred during testing. The insulin pump was received with a minor scratched liquid crystal display window and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed, indicating that the serial peripheral interface to motor programmable integrated circuit experienced a communication error. The caller stated that the customer had been able to troubleshoot the insulin pump and reported receiving the alarm for the third time after an automatic self-test. She stated that the customer may have exposed the device to sweat. The customer's blood glucose was 220 mg/dl. During troubleshooting, the insulin pump passed the self-test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The customer's most recent blood glucose was 197 mg/dl by the end of the call.